Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the piston rod of the infusion device moved up and down by itself, when the patient replaced the cartridge. The customer did not push any keys. According to the customer it's possible that the pump has delivered a wrong amount of insulin caused by this failure. No adverse event was reported.